Event description:
The reported event stated that occlusion was found at connected side of vein. Event was considered to be caused by patient's condition. The patient's vein was weaker than normal.

Manufacturer narrative:
We are unable to perform a full investigation as no sample or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided, a f/u report will be submitted.